Event description:
It was reported that the patient underwent a revision surgery due to herniation of the reservoir component of their inflatable penile prosthesis (ipp). The existing reservoir was explanted and replaced. There were no patient complications reported.